Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient is experiencing high impedance in the or. The lead pin has been reinserted several times and click heard then tug test was done but high impedance was seen. The new generator was tested with a test resistor and high impedance is not seen on new generator on generator diagnostics indicating no issue with new generator. Lead pin is reinserted and he reports that it looks like the pin is going beyond the set screw. He reports battery was dead prior to procedure so no impedance reading was seen prior to procedure. The surgeon has decided to do lead revision but will not be able to do so today so they will have to reschedule patient. The patient left the or with high impedance. The patient was later seen to prepare for MRI scan and diagnostics showed good impedance with no other issues. Device diagnostics were ran a total of four times with impedance results showing good impedance. Positional diagnostics were run a few days later and the impedances were all found to be normal. No known surgical intervention has occurred to date. No additional relevant information has been received to date.